Event description:
Event description: guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced when the device produced a "pulse generator fault" message during a normally scheduled follow-up. The device was explanted and replaced without incident.